Manufacturer narrative:
Device evaluation: one device was returned for investigation. Tamper seal was removed or broken. Visual inspection noted the device was used, not in its original packaging, decontaminated, down stream occlusion (dso) was cut in two opposite ends, and the battery door was missing. Review of the error history log found "1/1/2005 12:00:00 am system fault 46,828 occurred 1,712,726,787 1,711,341,829 0 157,911,773". Functional testing could not duplicate the problem, despite the multiple error code occurrences in event history log. Error was related to a real time clock battery issue. The real time clock was reset to (B)(6) 2005. The most probable cause is due to the pump was inactive for to long. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Charged the internal real time clock battery for a maximum of 250 hours. Replaced dso sensor, battery door, keypad, overlay, rear label, and side label. Device passed functional testing after the completed repairs.

Event description:
It was reported that the pump exhibited a red screen/error code 46828. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.